Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a lesion. The device was removed from packaging as per the IFU and inspected with no issues noted. The device was prepped prior to use with no issues noted. It is reported that resistance was encountered during positioning and that stent deformation and dislodgement occurred during delivery to the lesion. The physician believes that these events were due to use of the device in difficult lesion morphology/anatomy. No injury to the patient reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: inherent risk of procedure (stent dislodgement/deformation); patient' condition affected effectiveness of device (difficult lesion morphology); no results available since no evaluation performed (device or procedural images not returned). Conclusions: inherent risk of procedure (stent dislodgement/deformation); device failure/lack of effectiveness related to patient condition (difficult lesion morphology); unable to confirm complaint (device or procedural images not returned). (B)(4).